Manufacturer narrative:
Concomitant product(s): ddbb1d ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance, a rapid rise in impedance, noise, non-sustained episodes, the short interval count was noted, and the lead was possibly fractured. The lead was capped, replaced, and no patient complications have been reported as a result of this event.